Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection revealed a small hole at the lower part of the drip chamber. A functional test verified that there was a leak coming from the hole at the lower part of the drip chamber. The cause of the reported condition was determined to be defective material from an external supplier. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered below the chamber of a vented paclitaxel set during priming with normal saline. There was no patient involvement. No additional information is available.